Event description:
It was reported that the surgeon is not seeing ingrowth on the stem. Patient complains of pain.

Manufacturer narrative:
At this time the device remains implanted, and is not available for evaluation.